Event description:
It was reported that during an open low anterior resection, some staples were unformed around the retaining pin at the 2nd firing when the device was used for analis resection. As the target tissue was not so low, additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: where the staple legs unformed or did they have irregular shapes? -- unformed. Was the tissue retaining pin set properly in the anvil hole? -- yes. Did the tissue fit evenly in the device? The information was not provided from the hospital.. How was the failure detected (visually or leak test)? -- visually. Was the device fired over an existing staple line or clip? -- no. How many firings were used to complete the transection? Two times. If buttressing material was utilized, what product? -- no.